Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250ml eva tpn bag leaked while alpha 1-antitrypsin (aat) was being injected into the bag. Upon further inspection, the bag was noted to have a hole. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed and noted the reported leak and holes in the front and back of the upper left side of the bag. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.